Manufacturer narrative:
The t:slim pump user guide indicates that only humalog and novolog have been tested and found to be compatible for use in the system no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the occlusion appeared to be related to the infusion set site. The customer indicated that the cartridge and infusion set was to be changed. Reportedly, the customer was using apidra insulin in the cartridge.